Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 250 mg/dl and 101 mg/dl; 207 mg/dl and 94 mg/dl. Sets of readings were taken on different days. In both cases, customer felt dizzy, clammy, and very weak. Customer was able to self-treat with pineapple juice and felt better within 20-30 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.